Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective items are caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope had the adhesive part of the objective lens peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on light guide cover glass, water tightness was lost. Additional findings were as follows: due to a pinhole on universal cord, water tightness was lost; bending section cover (a-rubber) had a scratch and a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; control unit had a scratch; grip had a scratch; up/down angulation lever plate had a scratch; right/left plate had a scratch; angulation lever had a scratch; switch 1 had a scratch; light guide connector had a scratch; video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.